Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2023-01218. It was reported the patient lost effective coverage due to leads migration. The patient underwent surgical intervention on (B)(6) 2023 where the leads were replaced with new ones restoring therapy.